Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device failed to complete a cyber security update and went into a bvvi mode. Clinician attempted to reinstall device firmware, but each attempted download failed. The patient was moved to two other rooms, but each attempted download would fail immediately. At least 10 downloads were attempted, but no progress was made. The patient is dependent and was asymptomatic. Clinician also noted that telemetry had been slow and unstable for the entire check prior to the attempted cyber update. A telemetry test was attempted and showed 10/10 success. Another programmer was used. A firmware download was performed without any complications. The patient's device was restored from the bvvi mode and patient remained asymptomatic.